Event description:
It was reported that the patient presented in the emergency room after becoming syncopal and with loss of ventricular capture. Upon device interrogation, high capture threshold on the rv lead was noted. The rv lead was explanted and replaced. The patient was stable after the procedure.

Manufacturer narrative:
Supplemental MDR is needed to add patient condition.

Manufacturer narrative:
Analysis was normal. No anomalies were found.